Manufacturer narrative:
Initial reporter occupation: equipment coordinator. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual evaluation of the product received confirmed that the blue catheter had broken at the 18.5 cm location and cracked at the 21.5 cm location as measured from the distal tip of the balloon. No other kinks, cracks or any other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. Reference CAPA 261610. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
While preparing for an esophagogastroduodenoscopy (egd), the physician opened a hercules 3 stage wire guided balloon esophageal-pyloric-colonic. When removing the device from the package, the physician noticed that the catheter was broken in two (2) places. Another of the same device was used to complete the procedure. Additional information was received on 20-nov-2020 which states that the balloon was never inflated. The plastic casing around the wire was broken/cracked in two (2) places down towards the balloon end [catheter is broken near patient end]. The surgeon saw the broken parts prior to using it on the patient and asked us to open a new balloon. It was intended to be used in the esophagus. This occurred prior to patient contact; there was no impact to the patient.